Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy (est), knife wire was broken and caused damage to the intestinal wall immediately after activation. No additional information is available at this time. The doctor completed the procedure using another device. This is the second of the two reports of the sequential concerns occurred to the same patient caused by the subject device. This report describes the "the second event". Please cross-reference the following report; 8010047-2016-00795.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to omsc for investigation on jul12, 2016. The investigation confirmed that the cutting wire was broken. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. This type of damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the cutting wire had point contact or came close to the tissue while activating, which caused a spark, and a part of the cutting wire became extremely hot, leading to the cutting wire breakage. Based on the past similar cases, omsc assumes that the intestinal wall was damaged because broken section of the cutting wire made contact with the tissue. The device instruction manual has warned users that "always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforations, bleeding, or mucous membrane damage."